Event description:
It was reported that intermittently the 9900 system is not booting. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on info provided the following components have been ordered. Generator interface board pcb, power supply, backplane, fluoro function pcb, interconnect cable. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a followup report will be submitted as required.